Manufacturer narrative:
It was found that the customer is not performing liquid flow path cleaning at the recommended intervals. The investigation did not identify a product problem. The service maintenance actions performed by the fse resolved the issue.

Event description:
There was an allegation of questionable elecsys folate iii assay results for 1 patient sample on a cobas e 801 analytical unit. The customer was having qc issues and a field service engineer was dispatched to service the analyzer. The customer repeated several previously tested patient samples after analyzer service was completed. The initial result was 14.1 nmol/l. The repeat result was 8.1 nmol/l.

Manufacturer narrative:
The reagent lot number and expiration date were not provided. Prior to repeating the patient sample, the field service engineer (fse) found that the fluidic path was clogged and contaminated. The fse also found that a seal between a tube and nozzle was damaged. The investigation is ongoing.